Manufacturer narrative:
Complaint confirmed. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification.

Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a rotator cuff repair procedure, during the third pass through the patient¿s cuff, the tip of the scorpion needle, ar-13995n, lot: 10201451, broke off. An x-ray was brought in and confirmed the presence of the tip in the patient¿s cuff. However, the surgeon could not find or remove the needle with the scope or shaver. The needle was fired once before loading and passed one suture through the cuff tissue. Additional information obtained: the case was completed with the tip of the scorpion needle left in the cuff. The part number for the scorpion instrument was 13999mf. This instrument used will not be returned for evaluation. The scorpion needle will be returned.